Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The critical care director reported the bedside nurses are reporting the omni pumps are frequently stopping mid feeding and alarming. They said sometimes it is occurring every 5 minutes. Sometimes it corrects with repriming the tubing. Other times they reprime multiple times and then get a new feeding set. The med surg nurses today heard of similar issues with the pump beeping and stopping mid feeding. One patient who had a peg had to have the peg flushed out each time the pump paused. A report from a registered dietician that a patient who had scheduled water flushes had a high sodium the next day, and pump stoppage issues were suspected. Additional information received stated the concerns were brought up in a huddle group meeting after the events by the bedside nurses and dietician in the unit. The patient with the high sodium was transferred to the ICU for hypernatremia (high sodium in the blood) from a med surgical unit. The patient had cardiac monitoring, free water flushes, and frequent labs.

Manufacturer narrative:
The device history record could not be reviewed because the lot number was not available. The device was not returned for evaluation. If the pump is received, the investigation will be reopened. A root cause could not be determined. We will continue to monitor and take actions as applicable.